Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # m5621z the analysis results found that the atw35 device was received in good visual condition and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The cartridge was taken off of the device and placed back on and it click into place. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a laparoscopic pneumonectomy, the original cartridge came off when the device touched the upper part of a trocar before approaching the target tissue. Then, the same cartridge was removed and reloaded into the same device. However, the cartridge came off when the device touched the trocar before approaching the target tissue as well. Eventually, a new cartridge was loaded into the same device and used to complete the case. The device was used on the blood vessel. No pieces fell into the patient. There were no adverse consequences to the patient.